Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when infusion set was removed, cannula was bent. Customer's blood glucose was 507 mg/dl. Customer reported that issue happened three weeks prior and saved all three infusion sets to return. Customer declined troubleshooting.